Manufacturer narrative:
Product ID: 3389s-40, lot# v514434, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# v514434, implanted: (B)(6) 2010, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3389s-40, lot# v514434, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4). Analysis of the implantable neurostimulator (ins), leads, and extensions found no significant anomalies. The leads and extensions were returned in segments.

Event description:
It was reported the patient was not receiving clinical benefit from the deep brain stimulator. The stimulation system was removed. The patient¿s status at time of report was noted as no injury or adverse event. No additional action was thought to be needed. It was reported there were no symptoms or injuries related to the event. It was later reported the patient¿s status after removal was recovered without sequela.

Event description:
Additional information received 2013-may-10 initially reported the patient underwent placement of bilateral deep brain stimulators to help manage severe dystonia. The patient's condition worsened and his stimulators were turned off. The patient had problems with wound healing at the site of a stimulator. The patient underwent explant of a device systems (appeared only one system was explanted). It was noted the patient recovered without sequelae. It was later reported by the health care provider (hcp) on (B)(6) 2013 that the patient's wound had actually "healed well". It was noted that the explant date was actually (B)(6) 2013. It was reported that the cause of the event was that device was no longer used. There were no symptoms. It was stated that the patient recovered without sequela. Additional review determined this information was previously reported in manufacturer report #3007566237-2013-01795. Any additional information regarding this event will be reported in this manufacturer report number.